Manufacturer narrative:
One device was returned for investigation. It was reported that complaint about the pressure building too high during testing could not be confirmed through functional testing. Unit was put through all tests regarding the cassette and pressure occlusion and device passed. Upon further inspection it was also discovered that the dso and uso seals were damaged. Both uso and dso seals were replaced. Performed dso sensor calibration, performed pvt, unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during downstream occlusion testing, the device showed high pressure values on the pressure meter.